Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was allowed to continue using the pump with instructions to report any recurring issues.